Event description:
The customer reported that the cassette does not fit in the pump. The infusion of tpn was finished, 3 hours before time. No additional pt info is available at this time. No pt injury has been reported. Samples are available for eval.